Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving unknown baclofen (2000mcg/ml at an unknown dose) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient started experiencing classic withdrawal signs last week (relative to the day of report). A dye study was done on (B)(6) 2017 and everything appeared patent. It was noted that at the last refill, the concentration was changed from 500mcg/ml to 2000mcg/ml at the same dose. The hcp requested help programming the priming bolus post-dye study, and was reviewing his troubleshooting options. No further complications were reported or anticipated. Additional information was received form a healthcare provider on 2017-nov-08. It was reported that the patient was still experiencing the same symptoms since the concentration was changed. The patient would reportedly had times when she was so stiff it didn't seem like she was getting any therapy, and at other times would be so loose she couldn't walk. The patient reportedly had a personal therapy manager (ptm), and when she gave herself a bolus it did not feel like it helped. The dye study results came back, and there didn't seem to be anything wrong with the catheter. The hcp wondered if the pump could be intermittently having issues, but confirmed that there were the pump logs were checked and no anomalies were noted. The hcp was to try looking into the patient's concentration and would go from there. On (B)(6) 2017, it was further reported that the patient was showing signs of withdrawal alternating with signs of excess dosing. The cause of the issues was still under investigation. The actions/interventions taken included the dye study, reservoir check, and change in concentration of drug. Regarding the resolution of the reported withdrawal signs, it was noted that they were intermittent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. It was reported that the cause of the withdrawal signs was a higher concentration of drug, resulting in lower volume delivered. The patient was reverted to a less concentrated drug and the withdrawal signs were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) on 2018-feb-16 indicated that the patient's issue was resolved by decreasing the intrathecal baclofen (itb) concentration because the patient was "volume sensitive." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient's symptom was corrected by decreasing the concentration from 2000 ug/ml to 1000 ug/ml. No further complication was reported.